Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ the day of implant. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patent's automatic implantable cardioverter-defibrillator (aicd) device could not be reactivated after successful lvad implantation. There were no reported adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The cause of the reported event could not be determined through this evaluation. There were no reported adverse effects to the patient. The heartmate 3 instructions for use (IFU) warns that the pump may cause interference with implantable cardioverter defibrillators (ICD). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The IFU states that if a previously implanted device is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.